Manufacturer narrative:
Correction: h.6. Device code. Additional information: additional clarifying information was received which indicated that there was no size different than expected malfunction. It was reported that during the emergency embolization of a middle cerebral artery aneurysm (measuring approximately 6 mm), a 3d coil (6×15 mm) was first implanted without complications. However, when implanting a 2d coil (5×15 mm), the coil was found to be not formed (the coil was losing shape, like a straight). The coil was withdrawn entirely. Investigation: the investigation of the returned coil system found the proximal connector kinked and bent at the middle section. The implant coil was found damaged and deformed at the middle section, which is consistent with the coil not achieving the expected form or shape as described in the reported event. However, the implant length and outer diameter measured within the dimensional specification. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant and proximal connector damage, but the damage is consistent with the device experiencing forces exceeding the implant and pusher's yield strength. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Based on our investigation findings and clarifying information received from the reporter, there was no size different than expected malfunction. The implant length and outer diameter measured within the dimensional specification. Therefore, mvi no longer considers this event a reportable malfunction event.

Event description:
See h.11.

Event description:
It was reported that during emergency middle cerebral artery aneurysm embolization of a 6mm aneurysm, a 3d 6x15 coil was initially deployed without incident. Subsequently, when deploying a 2d 5x15 coil, it was observed that the coil failed to form properly and the packaging did not match the coil size. The entire coil was retrieved. A new 5x15 coil was deployed for inspection, which proceeded without incident and was successfully placed and released. The 5x15 coil was retrieved and discarded. The patient outcome was reported as fine.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.